Manufacturer narrative:
Steris made multiple attempts to contact the user facility for the return of the device however, the user facility did not respond. Without the return and evaluation of the subject device a root cause cannot be determined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure their tubing clamp forceps "broke into multiple pieces". User facility personnel stated that all pieces were immediately retrieved. No report of injury.